Event description:
It was reported that on (B)(6) 2012 patient showed up in the hospital, who had a permanent catheter implanted on (B)(6) 2012. On the day before patient came to the hospital catheter slipped out spontaneously from under the skin, but the cuff remained under the skin. The patient was operated on, the remaining cuff was removed and a new permanent catheter was implanted.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of rewf0355 showed no other similar product complaint(s) from this lot number.